Event description:
Additional information received indicates that surgical intervention took place on 13jan2022 wherein the right lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-06626. It was reported that adequate therapy was not achieved during post op programming session. X-ray confirmed that the patient¿s right lead migrated. As such, surgical intervention may take place at a later date to address the issue. Note: as it is unknown which lead migrated both are being reported.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.